Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected low battery anomalies noted. No unexpected audio/vibrate anomalies noted. No motor error alarm noted. Motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had low battery issues and alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident but stated that they have experienced a lot of both high and low blood glucose levels. The customer stated that they treat high blood glucose levels of over 400 mg/dl with a manual injection and low blood glucose levels by eating and glucose tabs. The customer declined troubleshooting for the high and low readings. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump went through airport security two years prior to the call when asked if it was exposed to high magnetic fields. The customer was able to complete pump rewind due to the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Numerous no delivery alarms were found in the history but the customer stated that they have never received an active no delivery alarm on the insulin pump. The insulin pump will be returned for analysis.